Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Investigation evaluation. Cook was informed on (B)(6) 2020 of an incident involving a ncircle tipless stone extractor ntse-045065-udh. The device reportedly was found with a broken wire near the handle before use on (B)(6) 2020. The patient reportedly experienced no harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ncircle tipless stone extractor was returned for investigation. Visual inspection confirmed the device was returned with the handle and the basket formation in the open positions. The mlla (male luer lock adapter) was loose, and the collet knob was tight and secure. The catheter was split at the nose of the mlla. There was 6mm of the cannulated handle protruding from the mlla when the handle was in the open position. The catheter tubing had a white tint, indicating stress on the material as though it had been pulled or stretched, function test determines the handle does not actuate the basket formation a review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed due to sheath damage. The sheath was split at the handle and the cannulated handle was separated from the basket coil assembly. The cause for the sheath damage could not be determined. The provided information stated the issue occurred before patient contact. It is possible the device was damaged during unpacking and/or subsequent handling. There is not enough evidence to make a conclusion as to the cause of the damage. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, upon opening the package of a ncircle tipless stone extractor prior to an unknown procedure, one of the wires near the handles was broken. The user noted the product packaging was in good condition before use. The procedure was completed by changing to another same type device. There have been no adverse effects to the patient reported due to the alleged malfunction.